Manufacturer narrative:
The failure for coming apart was confirmed by the qa technician through visual inspection. The components of the device including the blade mount spring, pin with flange and cup had dislodged. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported the sagittal saw attachment came in with the top falling off. No medical intervention and no adverse consequences were reported with this event. There was no patient involvement and no delay to a surgical procedure reported.